Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the esc button did not respond due to corroded keypad trace. Unable to verify battery out limit alarm due to the unresponsive buttons. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It is reported that the customer had high blood glucose levels of 208 mg/dl. The customer reported a battery out limit alarm from the insulin pump. Troubleshooting was done. The customer reported that the buttons of the insulin pump have become unresponsive after changing the battery. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.